Manufacturer narrative:
Boston scientific crm received information that this patient was presented back to the electrophysiology (ep) laboratory and a replacement device/lead system was successfully implanted without incident.

Event description:
Boston scientific crm received information from an implant form that this device and lead system were explanted due to infection. There were no adverse events reported following the explant procedure.